Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue of separation and the incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature detachment or breakage as potential complications associated with use of the device.

Event description:
As reported, embolization of ccf. A 28 y m diagnosed with ccf. Physician decided to treat it with some coiling followed with les squid. Neuron max 8f and neuron 070 used as guiding sheath and guide catheter respectively. Headway duo 156 taken as microcatheter and navigated into the ccf over traces guidewire. Physician took cosmos18 12x43 coil and tried to push through headway duo156 but there was lot of resistance observed and not able to push after one point. So physician resheathed the coil out. After resheathing the coil completely into the introducer sheath, physician realized that the pusher wire coil junction broken off. Physician could retrieve the delivery pusher wire and the coil as well. However the coil was misplaced and is not returned with the pusher wire. Then physician took another 5 cosmos 18 coils and deployed through headway duo 156 and packed the ccf. Finally, physician took two vials of les squid and embolized the ccf through sonic microcatheter. Pre-existing condition: sever headache, blurred vision.

Manufacturer narrative:
Based on additional information provided, there was no coil detachment malfunction while in the patient. The coil was removed due to encountered resistance. When the coil was removed, it broke outside the patient. Therefore, mvi no longer considers this event a reportable malfunction event.¿.

Event description:
Additional clarifying information was received which indicated that the coil breakage/detachment occurred outside the patient after the device was withdrawn.